Manufacturer narrative:
Pump passed self test, active current measurement and sleep current measurement and failed high sleep current measurement. No low battery alert noted during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on (B)(6) 2025 07:29:00.000, (B)(6) 2025 07:44:09.000. Battery cycle 11.0 received the lowbatteryalert (104) on (B)(6) 2025 07:29:00 after more than 7 days at 12.83 days. Battery cycle 10.0 received the low battery alert (104) on (B)(6) 2025 01:36:00 faster than expected at 1.81 days. Battery cycle 2.0 received the low battery alert (104) on (B)(6) 2025 13:08:00 after more than 7 days at 22.82 days. With reference to the baat tool instructions, the customer experience an unexpected battery power loss of less than 7 days per pump history records. The pump was cut open no moisture damage electronic assembly. However, found corroded battery tube. The p-cap/reservoir does lock properly. The following were noted during visual inspection: unit had scratched case, cracked keypad overlay, stained keypad overlay, cracked battery tube threads, cracked case corner of the belt clip rails, label damage. No low battery alert noted during testing. Customer experiences an unexpected power loss of less than 7 days per the pump history records. However, the pump failed high sleep current and low battery in trace history due to corroded battery tube and cracked case corner of the belt clip rails confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received crack on pump, customer reports low battery alarm or short battery life. The event involved product(s) mmt-1884. The customer reported no adverse event. Troubleshooting was performed and understood that the crack at the back of pump battery compartment is damaged and is impacting the pump functionality. The customer will stop using the device and was told to revert to the backup plan according to healthcare professional instructions. No harm requiring medical intervention was reported. Product return is expected for mmt-1884.